Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. On an unreported date, the patient made a mistake and brushed the end of the connecting tube against their arm which led to the reported event, manifested by a slight stomach ache and cloudy drain fluid. The patient was not hospitalized for the reported event, but was treated at the hospital. The patient was flushed out with general spectrum antibiotics and was later treated with narrow spectrum antibiotics (name and dose not reported) which continued for just under a week. The doctor wanted the patient to continue the treatment another three times biweekly. The patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.